Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing when programmed in secondary 1x vector. This was seen in five atrial fibrillation (af) episodes since october. The health care professional (hcp) thought it looked like movement artifact. Troubleshooting was performed and the noise could be re-created with pocket manipulation and there was some intermittent oversensing. The physician's plan is to keep the programming the same and to continue to monitor. Technical services (ts) reviewed the data and discussed possible causes and recommended to get x-rays. Subsequently, the system was explanted and replaced successfully. No additional adverse patient effects were reported.